Manufacturer narrative:
(B)(4). The patient passed away on an unreported date in 2014. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient passed away due to an unknown cause. It was not reported if the patient was hospitalized prior to death. It was not reported whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient had been hospitalized for an unrelated event prior to their death. Should additional relevant information become available, a supplemental report will be submitted.